Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The sensor (B)(4) has been returned and investigated. A visual inspection performed on the returned sensor and no issue was observed. The sensor plug was seated correctly. Data was extracted using approved software. Sensor was found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported that while at the dentist on (B)(6)2019, he received a "replace sensor" message on his adc freestyle libre sensor at 9:58 am. The customer further reported a reading of 1.7 mmol/l (31 mg/dl) was received on the dentist¿s blood glucose meter and he subsequently experienced seizure. An ambulance was called and upon their arrival, glucose was administered, and the customer was taken to the hospital where he was diagnosed with hypoglycemia and given carbohydrates. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that while at the dentist on (B)(6) 2019, he received a "replace sensor" message on his adc freestyle libre sensor at 9:58 am. The customer further reported a reading of 1.7 mmol/l (31 mg/dl) was received on the dentist¿s blood glucose meter and he subsequently experienced seizure. An ambulance was called and upon their arrival, glucose was administered, and the customer was taken to the hospital where he was diagnosed with hypoglycemia and given carbohydrates. There was no report of death or permanent impairment associated with this event.